Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort and pain at the anchor site, the patient underwent a procedure in where the entire system was explanted. Electrocautery was used. The patient is recovered post operatively. The explanted devices will not be return as they were retained per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, (B)(6). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, (B)(6).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-lead fixation. Upn: m365sc2408560. Model: sc-4319. Serial: (B)(6). Batch: 32546214. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort and pain at the anchor site, the patient underwent a procedure in where the entire system was explanted. Electrocautery was used. The patient is recovered post operatively. The explanted devices will not be return as they were retained per facility policy. Additional information was received that the only devices explanted were sc-4318, lot number 34766846 and sc-4319 lot number 32546214, they were causing discomfort and pain. The patient is great post operatively. The explanted devices will not be return as they were retained per facility policy.